Event description:
The customer reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer agreed to use multiple daily injections as a backup therapy. The customer was informed about the receipt of a replacement pump with updated software and provided with instructions for returning the malfunctioning pump to tandem.